Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device powered off during patient use. As a result, defibrillation therapy would not be available if needed. There were no report of harm to the patient as a result of the reported event.

Manufacturer narrative:
A stryker technician evaluated the customer's device and was unable to duplicate or verify the reported issue. During evaluation, it was observed that the battery retainer was missing causing the battery to not be completely secure within the battery well. This is a possible cause for the unexpected loss of power however a conclusive cause of the reported issue could not be determined. Additionally, it was observed by the technician that the battery cannot be inserted. After replacing the missing battery retainer, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted stryker to report that their device powered off during patient use. As a result, defibrillation therapy would not be available if needed. There were no report of harm to the patient as a result of the reported event.